Event description:
Boston scientific received information that during a follow up visit, interrogation revealed one low out of range shock impedance measurement had occurred. When re-measured, normal values were obtained. No issues were noted in the trends. Technical services was contacted and also reviewed the data. During that review, noise on the shock channel was noted. It was thought the noise may have caused the out of range measurement. However, further lead integrity testing was recommended. No adverse patient effects were reported.

Event description:
Additional information was received. An internal technical service consultant reviewed further information and did not find any out of range shock impedance measurement. It was thought the out of range measurement had occurred during a commanded shock impedance test and was likely interference from other equipment in the room when the testing was performed. All daily lead measurements are stable and within range. Further monitoring was recommended.

Manufacturer narrative:
According to available information, this device remains implanted and in service. When additional information becomes available, this event will be updated.

Manufacturer narrative:
As this device will be further monitored, no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.